Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and eleven months post implant of this bioprosthetic aortic valve, a non-medtronic vascular plug was placed to address severe paravalvular leak (pvl). Approximately two weeks post implant of the vascular plug, a transcatheter valve was implanted valve-in-valve. The reason for the valve-in-valve procedure is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.